Event description:
The catheter (subject device) was returned for analysis, and it was found that ptfe (polytetrafluoroethylene) tubing appeared to be wrapped around the stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be kinked 89cm and 125-130cm from the proximal of the catheter hub. The catheter hub and tip were intact. The catheter was cut to investigate a blockage encountered in functional inspection. During a functional inspection, a 0.023 pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter was flushed, and a 0.0158 patency mandrel was advanced into the hub, with a blockage felt. The 0.0158 patency mandrel was advanced through the catheter distal end which reached the proximal shaft under the primary strain relief, but the same blockage was encountered. The catheter was cut to investigate the blockage encountered and the stent was found to be stuck in the proximal shaft of the catheter. There appeared to be ptfe (polytetrafluoroethylene) tubing wrapped around the stent. The concurrent stent introducer sheath was found to be damaged which would suggest there were issues transferring the stent. This may have damaged the stent which would lead to difficulties advancing the atlas stent and damaging the ptfe inner lining of the microcatheter during the procedure. The catheter shaft was kinked in multiple areas. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, continuous flush was maintained throughout the clinical procedure. Aca (anterior communicating artery) aneurysm embolization case. Punctured through right femoral artery. Acoma aneurysm embolization case. Prepared to use stent to assist. Checked the stent and flushed it properly and delivered it to go into the microcatheter. However big resistance was encountered during delivery. After the stent went through the tail of microcatheter it could not be advanced any more. The operator withdrew the delivery wire and the stent left at proximal of the microcatheter shaft and could not be taken out. The operator then replaced the products with new microcatheter and new atlas to finish the procedure. The as reported 'catheter hub friction¿ as well as the analyzed 'catheter shaft kinked/bent', 'catheter ptfe inner lining peeling' and 'catheter hub blocked/occluded' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.